Event description:
A user facility technician reported a pt expired during a treatment on a 1550 hemodialysis device. Reportedly the pt was in very poor health and the device is not being implicated as a cause of death. The tech reported that the pt was examined by the physician who agreed to perform a dialysis treatment. Initially the pt's blood pressure was stable for one hour then dropped to 66/21. There were no alarms or indications of a device problem. The pt was administered a bolus of normal saline solution. There was no response and the pt ceased to breathe. There was no add'l medical intervention due to the pt's "no code" status. Cause of death was listed as respiratory arrest. Treatment parameters consisted of a 300 ml/minute blood flow rate, 600 ml/minute dialysate flow rate, and 3 hour intended treatment time.